Manufacturer narrative:
It was reported to abbott a patient was experiencing pain at the ipg site. The patient lost a significant amount of weight which resulted in discomfort at the ipg site. The issue was resolved with a revision where the ipg was re. The device was replaced and relocated. The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced and repositioned. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing ipg pocket site discomfort. The patient had reportedly lost over 150 pounds. Surgical intervention may take place at a later date to address the issue.